Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), adequate pacing thresholds could not be obtained, making it difficult to determine the placement position. Although there was some difficulty and the data was not fully acceptable, the device was placed in the mid to high septum. Post operatively, an increase in the threshold was observed. The device was reprogrammed and replaced with a transvenous ipg system. Thrombus-like tissue was attached around the retrieved device, which may have contributed to the threshold increase. Hospitalization was prolonged due to the event. No patient complications have been reported as a result of this event.